Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed a slight kink at 1.53 inches proximal from the tip. The kink was not reported as a complaint and it may have been caused post-procedure (e.g. When shipping for analysis). Functional testing indicated the deflection worked as per specification.

Event description:
Medtronic received information of a pericardial effusion that occurred during a cryoablation procedure. The effusion was detected immediately following the first cryoablation lesion in the procedure, which was in the left superior pulmonary vein. The cryoablation lesion reached a temperature of -52 celsius and lasted 180 seconds and this was the only lesion administered. The physician observed a drop in the patient's blood pressure and detected a large effusion in the patient that was visible on intracardiac echo. The physician immediately had staff stop the heparin drip and administer protamine and he pulled the cryoablation and mapping catheters out of the body and pulled the sheath over the right atrium. A pericardiocentesis was performed with at least 850cc's of blood drained from the effusion. The patient was given fresh frozen plasma. Additional medication was ordered to reverse the effects of the patient's blood thinning medication. As per physician, the cause of the effusion is unknown. The cryoablation procedure was aborted. Device 1 of 3, reference MFR report: 3002648230-2015-00088 and 3007798852-2015-00007

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.